Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. The device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible delivery anomaly and no alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart before and after a battery change. Customer's blood glucose was 39 at the time of incident and customer also indicated that it went up to 360 mg/dl. Customer indicated that they may have over bolused. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.